Event description:
This rv lead was explanted due to noise. Noise was able to be recreated with pocket manipulation. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 40.5 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment was not returned. An extraction aid was found on the fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed that the distal end region was found damaged due to wear. In this region the conductor cable leading to the ring electrode was found fractured. These damages are assumed to be the root cause of the reported oversensing. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further analysis showed a deformed rv shock coil, which most likely resulted from the extraction procedure due to mechanical stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.